Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). 4y 5m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
Investigation: optical inspection first step of our investigation is the optical inspection. The visual inspection revealed that the paedigav valve has no deformations or other abnormalities. Permeability test to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure of approx. 20-30cmh2o in the flow direction. The test results that the valve was penetrable. Adjustment test an adjustment test is not applicable, because the valve has a fixed pressure level. Braking force and brake function test a braking force and brake function test is not applicable, because the valve has a fixed pressure level. Result in the visual inspection of the valve, we could not detect deformations other abnormalities. In the further course of the investigation, we tested the permeability of the paedigav valve. The test results that the valve was penetrable. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature) 1: infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage we decided to dismantle the valves. Inside the valve we found could slight deposits. Based on our investigation results we cannot confirm that the shunt system was blocked. However, we can assume that the found substances of probably protein have caused the suspected malfunction in the past. From our point of view, there is no failure detectable with the valve at the time of distribution. Further actions no further actions are required from our point of view.